Event description:
The report indicated that the customer's bg's had escalated while wearing the pod despite having administered multiple boluses; a high bg level of 282 mg/dl was experienced. No add'l info about the device or the event was provided. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The pod was returned for eval with the needle un-deployed. The investigation confirmed that the chassis cam finger was broken, which prevented the needle mechanism from deploying. The user failed to note that the cannula had not deployed upon placing the pod, which would have been visible through the viewing port window. The omnipod user guide instructs the user to "check infusion site after insertion to ensure that the cannula was properly inserted". Had user guide instructions been properly followed, the pod would have immediately been removed and replaced upon noticing that the cannula had not deployed. The customer proceeded to wear the pod despite the malfunction, which resulted in high bg levels.